Manufacturer narrative:
H10: additional information was added to field d9. H3, h6: the device used in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the device is fractured. Additionally, a scratch is visible at the proximal side which is probably originating from device extraction. Further, some bone cement residues are visible on the distal side of the device. Upon material assessment, the small amount of bone cement present on the implant could indicate a reduced stabilization of the tibial plate onto the tibia, leading to an increased susceptibility of breakage in case of a fall. No material defects close to the fracture surface could be detected. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with similar a failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. A review of the device labeling revealed that the IFU lit. No. 12.24 ed. 03/21 states "fracture, breakage" as a potential medical device problem. Product drawings and inspection instruction were reviewed. No indication was detected which could have contributed to the reported failure mode. The available medical documents were reviewed. There is a likely route cause. The patient's body habitus ibmi 35) and traumatic injury are both likely clinical root causes of the report fractured tibial component. Impact: the patient impact beyond the reported revision could not be determined. The root cause of the event can be traced to non-device related factors. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be retained.

Manufacturer narrative:
A4: weight, b6: relevant tests/laboratory data, including dates, b7: other relevant history, including preexisting medical conditions, d11: concomitant medical products and therapy dates b5: describe event or problem.

Event description:
It was reported that, after a left tka surgery performed on (B)(6) 2013 in which an uc tibial comp. Metal-backed 44 cem was implanted, in (B)(6) 2023 the patient fell and radiological evidence showed that the implant fractured. Due to intercurrent illnesses of the patient, the prosthesis was changed to a bicondylar-coupled knee tep until (B)(6) 2024 during a revision surgery. The current health status of the patient is good.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a left tka surgery performed on (B)(6) 2013 in which an uc tibial comp. Metal-backed 44 cem was implanted, on (B)(6) 2023 the patient fell and radiological evidence showed that the implant fractured. Due to intercurrent illnesses of the patient, the prosthesis was changed to a bicondylar-coupled knee tep until (B)(6) 2024 during a revision surgery. The current health status of the patient is unknown.